Manufacturer narrative:
Patient demographics (date of birth, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was requested for evaluation but was not returned, therefore the complainant's event could not be verified. The cause of the event could not be determined from the information available and without device evaluation. Lot number was not provided so device history record review cannot be performed. The typical cause for this type of event would be the use of excessive force to pass the needle through thick or hard tissue or hitting bone with the needle. There is a label on the device warning the user against re-sterilizing, reusing, hitting bone or use of excessive force as these may result in needle breakage or patient injury. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.

Event description:
It was reported that a multifire scorpion needle was used for a left rotator cuff repair procedure. The needle was introduced into the joint and it was reported that the tissue was thick. The needle was fired multiple times versus being removed and reloaded. The needle hit the acromion several times due to difficulty maneuvering from patient anatomy and began to bend. The needle was fired again and was removed from the patient. Upon removal it was noted that the tip had broken off. The repair was completed as planned. An x-ray was taken and confirmed that the tip of the needle remained in the joint. The surgeon attempted to remove the tip of the needle with a king fisher but it was unable to be retrieved.